Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from the (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with sterile peritonitis. Treatment and event outcome were not reported. The physician believed that the event of sterile peritonitis was related to dianeal therapy.